Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via 6f femoral artery. The patient presented with an infarct. The target lesion was located in the calcified proximal right coronary artery (rca) with one 70% stenosed segment and another 99% stenosed segment. After pre-dilation at 14atm, a 2.50x16 mm promus element plus stent delivery system was advanced, however, it failed to cross the lesion. When the distal end of the shaft was pulled out, the shaft was broken outside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified a break at approximately 220mm from the distal end of the strain relief. There was evidence of a kink at the break site. There were multiple hypotube kinks noted. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via 6f femoral artery. The patient presented with an infarct. The target lesion was located in the calcified proximal right coronary artery (rca) with one 70% stenosed segment and another 99% stenosed segment. After pre-dilation at 14atm, a 2.50x16mm promus element plus stent delivery system was advanced, however, it failed to cross the lesion. When the distal end of the shaft was pulled out, the shaft was broken outside the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was stable.